Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was recently implanted and they were shown how to increase/decrease stimulation but weren't given any direction to change programming. It was stated that the patient was at 1.7v and they increased it to 2.1v but the patient did not feel anything but then at 2.2v it was extremely painful in patient's anal area. The hcp stated either the patient did not feel anything or was in intense pain and the threshold for pain changed - sometimes they experienced pain at only 1.7v. It was also stated that it has been since implant and it got worse when the amplitude was increased. No further complications were reported or anticipated. Additional information from the hcp reported that the issue was not resolved and they just manage it by playing around with the stimulation. They stated that channel three seems to work the best, but when they need to turn it up, they turn it up, and if it's too much for the patient, they turn it down. The patient had a follow up appointment with their primary care physician the week prior to the follow up report. No further complications were reported/anticipated.